Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was at the hospital trying to have an MRI and reported they have had some issues because of their neurostimulators. It was reviewed with the call how to access MRI mode using the handset and communicator. The caller reported getting device not responding when trying to connect with the patient's implant initially on the call. The caller also stated the screen exited out of the my therapy app and stated they did not think the screen got bumped by chance. The caller then reported getting internal device has lost all data, contact your clinician message. The caller confirmed not seeing any code on the screen. The meaning of the message was reviewed with the caller. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. The caller mentioned the patient did not use this and stated patient had not been managed. The caller stated it was their understanding that the manufacturer should manage the device. The role of the manufacturer and the hcp was reviewed with the caller.